Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was not determined if the phenomenon occurred due to a malfunction of the subject device or not as the subject device was not returned to the repair department. The instruction manual identifies the following related verbiage: ¿code: b30: error message: scope communication err (b30) : possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts.¿ ¿the video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that a "b30" error occurred and the olympus, model clv-190, evis exera iii xenon light source did not recognize olympus, model series 190 scopes. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated onsite and the reported problem could not be reproduced. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.